Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The labeling review found the labeling adequate for the use error in this complaint. The sample was received by baxter. A visual inspection was conducted with no issues noted. A functional test was performed and there were no alarms or leaks noted.

Event description:
On (B)(6) 2012, a patient reported to baxter customer service that he was performing therapy that day and it was noted that one of the cassettes was damaged. He identified that the cassette was "opened", and that the solution was leaking out of it. On (B)(6) 2012, during a call performed in order to obtain more details, the patient alleged that he found the leak in the cassette tubing when he had completed therapy. He did not recall exactly which part of the tubing the leak was on, but stated that it was "the superior part". There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). It was clarified that two companion samples were received and evaluated for this event, not one actual sample.